Event description:
It was reported that the pacemaker was found in backup. The device was not implanted or used. There was no patient involvement.

Manufacturer narrative:
The reported events of unexpected reset was confirmed. The device failed stock rotation test. The device image indicates multiple transient errors in memory. This is consistent with a hybrid related failure. The transient errors in memory could not be reproduced during lab testing. Analysis performed including electrical, mechanical, and environmental stress testing indicated the device exhibited normal characteristics with the battery voltage near beginning of life level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.